Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 20mg/dl. Cause was not known. To address the low blood glucose, the customer¿s fiancé administered a glucagon injection, in addition to, consuming fruits and snacks. Technical support advised consulting a healthcare provider for further discussion on influencing factors on blood glucose levels, and the customer acknowledged this recommendation.